Event description:
It was reported that the pump began burning or melting. Reportedly, the pump was charging during the event. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.